Event description:
Per the independent repair center, the customer alleged problem is bad alarm. The key failure is the power switch has an intermittent alarm. As stated on the repair statement additional malfunction on this device: pilot valve alarms and shuts down.